Manufacturer narrative:
Investigations were conducted to find the probable cause of the architect cyclosporine assay discrepant patient results. It was concluded that the most probable cause was a reaction vessel (rv) resin change sourced from a new vendor. When the customer mixed reaction vessels from both resin lots for assay calibration and/or assay test runs, an increase in discrepant results was seen along with calibration failures and controls shifting and/or reading out of specifications. It was found that there is greater adherence of the cyclosporine/microparticle-cyclosporine complex to the rv wall for rvs made using the resin from the new vendor versus the resin rvs from the former vendor. The investigation also found that the resin rv lot to lot variability of the new vendor is not causing assay performance issues and that the resin change did not cause sample concentration shifts in customer data. Customers had been informed by product correction letter (B)(4) to only use rv lots manufactured with the same resin for the architect cyclosporine assay. If these instructions are followed, assay precision is restored to within package insert claims. Per current product availability, only the new vendor resin is now being manufactured and used exclusively for reaction vessel production. Since using the reaction vessels manufactured with the new resin formulation, the calibration curve is slightly flatter, which results in higher %cvs than previously observed with the assay, but still within precision claim of < 15 %. The architect cyclosporine assay will be included in future testing of any resin changes. Improvement efforts are ongoing and planned to be finalized fourth quarter 2013.

Event description:
The customer experienced falsely elevated cyclosporine results for one patient ((B)(6)) on the architect i1000sr analyzer. The customer provided data ranging from 52.5 to 1364 ng/ml. The customer is specifically questioning the results from (B)(6) (628.6, 1364 and 294.1 ng/ml). No adverse impact to management was reported.the complete data provided is architect compared to mass specdate arch mass spec(B)(6) 59.8 66.1(B)(6) 52.5 32(B)(6) 66 52(B)(6) 145.6 95(B)(6) 547.4 419.3(B)(6) 749.1 572.8(B)(6) 195.1 128.5(B)(6) 195.7 95(B)(6) 141.2 128(B)(6) 175.2 97(B)(6) 406 279(B)(6) 344 218.7(B)(6) 292.1 189.6(B)(6) 190 112.3(B)(6) 628.6 537.7(B)(6) 1364 810(B)(6) 294.1 158.8(B)(6) 162.7 98.6(B)(6) 163.5 119.8(B)(6) 130.4 117

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
On 9/18/13 product quality determined the issue is not related to the previous investigation. Upon further review it was decided that the customer issue of discrepant architect cyclosporine assay results reported in this complaint is not associated with the deficiency documented as the most probable cause of a change in resin to the architect reaction vessel (rv) sourced from a new vendor and has been unassigned to these actions. An investigation is pending and a follow up will be submitted when the investigation is complete. An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical and complaint data, a review of labeling, and accuracy testing. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. All accuracy test results met acceptance criteria. Based on the results of this investigation, no malfunction or deficiency was identified and the architect cyclosporine reagents are performing acceptably.